Event description:
While performing a coil embolization in interventional radiology the imaging equipment failed. Alternate equipment was brought in to continue with the procedure, which could not be terminated at the time of failure. The procedure ended without further problems. There was increased blood on the follow-up CT scan. Prior to this intervention, the ge reps had serviced the imaging equipment with a final check. The device was placed into service following that final service check. Upon reevaluation following this event, it was noted that one of the connections was not seated correctly.